Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure and patient experienced cardiac tamponade treated with a pericardiocentesis and extended hospitalization. Atrial septal puncture was performed with radiofrequency (rf) needle and ablation was performed. Steam pop was not observed. Approximately 1h after intracardiac insertion with the smart touch sf catheter blood pressure dropped, and pericardial effusion was confirmed by fluoroscopy and intracardiac echocardiography. The blood pressure recovered after drainage. The patient fully recovered. Correct settings were used on the devices. No error messages on the equipment occurred during the procedure. The physician's opinion of the adverse event's cause was the procedure and that the cardiac tamponade might have occurred when the catheter was placed in left atrial appendage.

Manufacturer narrative:
On 12-jan-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported a patient underwent a cardiac ablation procedure and patient experienced cardiac tamponade treated with a pericardiocentesis and extended hospitalization. Atrial septal puncture was performed with radiofrequency (rf) needle and ablation was performed. Steam pop was not observed. Approximately 1h after intracardiac insertion with the smart touch sf catheter blood pressure dropped, and pericardial effusion was confirmed by fluoroscopy and intracardiac echocardiography. The blood pressure recovered after drainage. The patient fully recovered. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31147379l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Physician's opinion the cause was the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).